Event description:
Device 2 of 2; reference MFR. Report # 1627487-2019-03271.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2019-03271. It was reported that the patient had a system explant on an unknown date for an unknown reason. No further information available at this time.